Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported during pca set up of hydromorphone 1mg/1ml, the clinician manually primed the pca tubing however there was 0.7 ml discrepancy between what the volume to be infused (vtbi) on the pca read after priming the 2.2 ml as the vtbi when clinician first inserted the syringe. Customer believes they may have a priming setting off in their dataset configuration and is working internally to address. There was patient involvement but no harm.